Manufacturer narrative:
After performing a tightness test, a leak was detected from the gas outlet port. A small rupture at one gas fiber was localized using blue methylene. As a result, the fluid flowed inside the gas fiber and followed the gravity to the gas exiting path along the housing. Under an optical microscope, the leaky gas fiber was dissected, the rupture originated from a hole. This hole is in the wrap area, making it difficult to be seen by the machine for automatic optical detection of defective fibers. Our trends showed no more complaints rec'd from this lot. In addition, the possibility of this error occurring during priming (before pt is involved) is covered in the operating instructions g-617 in section 7.2 for 'quadrox-I. It is not recommended to use the device if this occurs. A review of the mfg records showed that this oxygenator passed successfully the final 100% tightness test. For this reason, it can be assumed that during the production process, the hole was still covered by a thin layer of polypropylene and only in the aging process the rupture grew and led to a leak. Maquet is aware with the other similar complaints. An investigation has been initiated for corrective and preventive actions.

Event description:
It was reported that there was leakage during priming at the gas outlet port. The pt was not yet connected to the oxygenator. Ref.#: (B)(4).